Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was between 20 and 30 mg/dl. The customer experienced ketones and vomitting. The customer's parents attempted to change the infusion set on the insulin pump but her blood glucose was not going up, so she was treated with a glucose pen. No device alarms were observed. The doctor stated that he thought that the insulin pump was unstable in delivering insulin. The customer was given a different insulin pump when released, which worked okay, and was reported to be fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.